Event description:
Per the clinic, the patient experienced an infection at the implant site, exposing the receiver/stimulator. Subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported). The patient also was hospitalized to receive IV antibiotics (specific date and duration not reported). The patient underwent needle aspiration procedures to resolve the head impact, (specific date not reported), however, the issue did not resolve. The device was explanted on (B)(6) 2024, and re-implantation is planned but has not taken place at the time of this report.

Manufacturer narrative:
Device analysis report attached.